Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample was discarded by the user facility. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that resistance was encountered with an ivc filter delivery system and the filter could not be deployed out of the distal tip of the sheath. It was then observed on imagine that only the arms were outside of the sheath and the pusher pad appeared to be next to the filter apex, as opposed to underneath it. Additional access was made in the right internal jugular vein and a recovery cone retrieval system was used to remove the filter from the patient without incident. A second ivc filter was then implanted through the same sheath in the femoral access without further incident. No report of injury to the patient.